Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use a right ventricular (rv) lead dislodge occurred. It was also reported the rv lead exhibited no capture, and high thresholds. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.